Event description:
It was reported that an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. Awatchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 27mm wds was prepped ensuring no air was present in the system. The physician introduced the sheath and advanced it deeper into the laa. The pigtail catheter was removed, a little bleed back was observed and the wds was advanced into the sheath. Anesthesia reported air bubbles in the laa on transesophageal echocardiography (tee). The physician stopped advancing the wds and a changes were noted on the electrocardiogram (EKG). While anesthesia worked to stabilize the patient, the implanting physician removed the wds and aspirated the trusteer sheath. The physician noted it was difficult to aspirate and was pulling air. There was concern for a potential clot, so the sheath was removed while aspirating. The trusteer was flushed on the back table and no clot was found. Anesthesia determined the patient EKG and heart function had stabilized, so the physician proceeded with a new trusteer sheath. The sheath was advanced and the wire crossed the septum in the puncture previously made. The pigtail catheter was maneuvered into the laa and a new 27mm wds was prepared. The trusteer was not advanced as deeply into the laa and the physician waited until the device was out in a ball shape to find the depth needed for deployment. The pigtail catheter came out and there was not much bleed back. Bubbles were noted again on tee imaging. The physician pulled the trusteer sheath back out toward the ostium, but there was still not much bleed back. The patient legs appeared elevated, so the physician was asked to drop the trusteer sheath along side the legs instead of on top. Brisk blood return was observed . Sponges were noted to be under the patient legs, propping the patient up. The sponges were removed, dropping the legs into a lower position. There was no EKG or patient status change and there was good blood return noted. With the patient stable the physician continued with the procedure. The wds was advanced into the trusteer sheath. After going to a ball shape the system was advanced deeper into the laa and deployed. Proper depth for the 27mm wds could not be achieved, so the physician sized down to a 24mm wds. The 24mm device was repositioned three times until all position, anchor, size, and seal (pass) criteria were met. The device was then deployed and then released. No status changes were noted. The patient was kept overnight for observation and has since been released and has fully recovered.